Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error or excessive no delivery alarm noted. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. Pump received with cracked case at the display window corner, scratched case, partially broken reservoir tube lip, scratched keypad overlay, scratched reservoir tube window and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer initially reported via phone call, the insulin pump was alarming no delivery while customer was inserting a new infusion set. Troubleshooting was performed for no delivery and the device was able to prime after disconnecting and reconnecting the reservoir and infusion set. Customer was advised the device was working as designed. Customer called back and reported the insulin pump alarmed no delivery, motor error, and motor position encoder error. Troubleshooting was performed again and customer noted the drive support cap was sticking out. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer also mentioned experiencing high blood glucose, but currently it was 159 mg/dl. Customer then mentioned previously experiencing low blood glucose and was advised the drive support cap may have contributed to low blood glucose level. Customer is returning the device for analysis.